Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not be advanced. The customer followed insertion steps but felt like iab would no longer move when trying to push it into the sheath. The iab was removed and a new one was inserted successfully. The customer and getinge representative reviewed all insertions steps according to instructions for use (IFU) and the customer stated that they had followed the steps in their entirety. There was no patient harm or adverse event reported.